Manufacturer narrative:
(B)(4). Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. A review of all batch record documents for potentially associated lot number gd894188 and gd894865 was performed with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. If additional relevant information is received, a supplemental medwatch will be filed. This report references the same patient as (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was reported a patient experienced peritonitis. The patient was hospitalized at the time of the peritonitis event. The patient was treated for peritonitis with an unknown antibiotic. On an unknown date, the pd therapy was discontinued and the catheter was removed. Nine days prior to receipt of this report, the patient as switched to hemodialysis. Three days prior to receipt of this report, the patient was discharged from the hospital and was recovering from peritonitis. No additional information is available. This is report 3 of 3 involved in this peritonitis event.